Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the cannula was fractured while in the body. The customer¿s blood glucose level was 89 mg/dl. The customer reported that the sensor cannula was no longer in the body at the time of call. The sensor will not be returned for analysis.